Event description:
It was reported that during a hemorrhoidectomy procedure, the device didn't achieve the proper cut. The case was completed with a new like device. No pt consequence reported.

Manufacturer narrative:
Date sent: 01/07/2008. Info anticipated, but unavailable at this time.